Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. The device was in excellent condition. Event history log (ehl) showed primary audible alarm post error and acu (auxiliary control unit) watchdog failure. Power up process was used to verify both of customer reported problems: 1) primary audible alarm post error was found at power up, the speaker did not operate as intended and 2) unable to duplicate the acu watchdog failure at power up, pump operated as intended. The root cause of the issue could not be determined; no physical or any other damaged was found on speaker. Actions were taken to mitigate the reported issues: 1- replaced speaker; 2- repair was not needed per acu watchdog failure due to pump was operate as intended; performed power up process and all functional testing passed.

Event description:
It was reported that the pump had primary audible alarm post and a watchdog alarm, intermittent. No patient injury was reported.